Event description:
It was reported that the user experienced recurrent low blood glucose while using the ilet, which interfered with daily activities and caregiving responsibilities, and the user sought to return the device. Symptoms included low and urgent low glucose events with a nadir of approximately 60 mg/dl lasting about one hour, for which the user ingested oral glucose, and the device provided low and urgent low alerts. Outcomes included no loss of consciousness, no need for assistance, and no professional medical intervention or hospitalization. Investigation included collection of user-reported event details and review of device alert behavior. Investigation of this case revealed that the device generated appropriate low and urgent low alerts and that the cause of hypoglycemia remained unclear based on available information. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.

Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.